Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a rash that occurred on (B)(6) 2014. Patient stated that she has experienced red, itchy bumps around the site of the sensor adhesive. Patient saw a doctor for the issue and was given a cream to rub twice a day on the affected area. Patient stated that she was also given benadryl-like medication. At the time of contact, the patient was doing okay.

Manufacturer narrative:
(B)(4).